Event description:
It was reported that in (B)(6) 2011, the patient underwent seventh surgery consisting of a t1-t6 discectomy and fusion. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.